Event description:
Longer bronchitis; bronchitis set in and started meds. However, found black dustlike particles build up in the humidifier of CPAP. Bronchitis is going on 3 weeks, where in past only last 1-1 1/2 week total. Had to get extra medicines to try to fight it. FDA safety report ID # (B)(4).